Event description:
It was reported that the ilet displayed a ¿dosing stops soon/connect cgm¿ alert after the user restarted ilet use following several days without a sensor, with an elevated blood glucose of 292 mg/dl. The device showed a continuous glucose monitor (cgm) warmup in progress with 17 minutes remaining. Investigation included review of product history and technical support troubleshooting and education. Investigation of this case revealed that dosing paused as designed during cgm unavailability and warmup, consistent with normal device behavior and no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical or surgical intervention. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.